Event description:
It was reported the rigid video scope had an image loss. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope had an image loss. The issue occurred during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the fiber bonding in the outer tube area was damaged. Based on the results of the investigation, it is likely the image loss was due to a broken video cable. However, a definitive root cause could not be established. Olympus will continue to monitor field performance for this device.